Event description:
Information was received that a smiths medical medfusion 3500 pump was giving a clutch plunger error with less than 5ml of medication. No further information provided. No patient injury resulted.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition. Check clutch error found in pump event history log. During functional testing using the infusion and occlusion test, the reported issue was unable to be duplicated. The event history log (ehl) shows that the customer released the clutch a moved the plunger during an infusion which caused the customer's reported alarm. The root cause was customer induced due to being used improperly. Replaced clutch half's left and right with leadscrew and spring with position pot as a preventative measure. H6 codes updated. H10 narrative updated with investigation results.